Event description:
It was reported that the patient has expired after implant duration of approximately zero days. The patient patient expired due to large amounts of bleeding that occurred at the end of the operation.per the operative report of 2009, the valve replacement was successful. "At this point, everything was fine and the patient was oxygenating well, and there was no particular problems. Unfortunately, about a minute or 2 after we were completely off bypass, the pericardium suddenly rapidly filled up with a very large amount of bright blood. We could not keep up with the blood loss and realized something catastrophic had occurred. We went ahead and went back on pump rapidly and found that there was a large tear posteriorly in the heart. We attempted to repair this, and several times we were unsuccessful and probably knew at this point, that the paitent would expire, but wanted to try one repair from the inside. I discussed the case a little bit with my partners, and we went ahead and re-arrested the patient and attempted to repair internally, but this took another 2 hours or pump run. By the time we came off this time, the suture line looked like it might be holding; although we never got to test it well because the heart function was so poor, and the patient subsequently expired, despite maximal efforts. The family has been kept aware and had been notified of the patient's demise in the or."

Event description:
Reportedly, an in-vitro calibration error occurred and svo2 could not be measured. No patient injury reported.

Manufacturer narrative:
Bleeding.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. The patient had two other related events, however, they were determined to not be reportable to the FDA. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process.

Event description:
It was reported that "while attempting to pass a rod on a long construct (t10-l5), the rod inserter broke. The end of the inserter remained engaged on the rod and was removed with a kochar."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Upon further review of this event with our vp of product safety, it was determined that this is no longer a reportable event.